Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60-70 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.